Event description:
It was reported that "following the implantation of the sling device, the pt began to experience physical complications which led to the removal of the sling device on or around june 2000. There is no further info available and the sling is not available for evaluation.